Manufacturer narrative:
Full e1 city: (B)(6). The device was returned and the evaluation found no image signal from the serial digital interface ports due to the printed circuit board malfunction. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii video system center exhibited no image from the serial digital interface. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.